Event description:
The vessel sealer extend instrument was returned without any reported complaint. There was no injury reported. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator (roco) and obtained the following additional information: the roco noted that the surgeon did not report anything in the procedure notes. Patient demographic information was requested but could not be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. The instrument was returned with no reported issue. Failure analysis observed that the vessel sealer extend had a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.098¿. No conductor wire damage or snake wrist damage was found. There was significant bio debris at the instrument tip. A review of the system logs showed one blade exposed failure. The instrument failed the self test homing due to the dislodged blade failure. The instrument had a bent knife cable. The vessel sealer extend was found to have a dislodged ceramic dot of the grip tips. The ceramic dot was not returned with the instrument. After retracting the blade, the instrument passed the self test homing, moved intuitively with full range of motion in all directions, the grips opened and closed properly, and passed the knife slot test. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the vessel sealer extend (480422-01 / l90210115 0074) associated with this event was performed. Per the review, the vessel sealer extend was used on (B)(6) 2021 on system (B)(4) in a low anterior resection procedure. The review shows the vessel sealer extend was exchanged with another one during this procedure. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: error 22025 ¿ vessel sealer blade cannot retract on patient cart control & transform processor (pctp). This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.